Manufacturer narrative:
(B)(4). Other remarks: the field service agent (fsa) serviced the iabp and replaced the power supply and cpm. Performed pm and electrical safety test. The unit checks ok.

Event description:
It was reported that the intra-aortic balloon pump (iabp) shut off while on patient. The iabp was not swapped out until it reached its destination and put on the hospital's iabp. No complications were reported, and the patient was doing fine.

Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of the pump shut off unintentionally is not confirmed. The returned power supply and cpm board passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the field service agent (fsa) serviced the iabp and replaced the power supply and cpm. Performed pm and electrical safety test. The unit checks ok.

Event description:
It was reported that the intra-aortic balloon pump (iabp) shut off while on patient. The iabp was not swapped out until it reached its destination and put on the hospital's iabp. No complications were reported, and the patient was doing fine.